Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report the absence of insulin delivery, air bubbles, and high blood glucose levels. The customer stated that he took the set off and tested the insulin by running 1 unit out on a sheet of paper and nothing came out. The customer's blood glucose level was 417 mg/dl at the time of incident and was 372 mg/dl at the time of call. The customer treated with a bolus from the insulin pump. The customer was not home at the time of call and was unable to troubleshoot. The customer was advised to monitor their blood glucose levels and to call back when available to troubleshoot.